Event description:
Additional information was reported 28aug2025. As reported, the issue occurred while the line was being flushed. It was reported that the line needed to be replaced. No other adverse effects for the patient have been reported

Manufacturer narrative:
Additional information: b3, b5. Correction: b1, b2, h1, h6 (annexes e and f). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation ¿ evaluation. It was reported that the catheter hub of a cook spectrum minocycline/rifampin impregnated double lumen central venous catheter tray was cracked. During flushing of the device for a lab draw 18 days after placement, air was noted to enter the syringe. Upon inspection by the provider, the hub was cracked allowing air into the lumen. The device was replaced sterilely at the patient's bedside. No other adverse effects for the patient have been reported. Reviews of documentation including the complaint history, instructions for use (IFU), and quality control procedures for the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search for this customer identified potential lots; however, no complaints have been received on any of those lots. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed the product's labeling. The product IFU, [c_t_ulmabrm_rev4] ¿spectrum and spectrum glide ventral venous catheters" is provided with this product. However, there are no instructions relevant to this incident listed in this document. Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. A corrective and preventive action (CAPA) investigation was previously opened to further investigate this failure mode. The investigation determined, among other variables, that over-engagement of external components onto the hub may contribute to cvc hub cracking. The use of hemostats or lubrication, such as fluids remaining on the hub, during application of external components may further contribute to over-engagement, introducing additional forces to the hub. Since the reported complaint device was used, it is feasible to suggest that this could have been experienced by the product. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
C1: #3 drug sequence number: 3. C1: #3 name and strength: rifampicin/minocycline hcl 1000g/kg. D1: device name: cook spectrum minocycline/rifampin impregnated double lumen central venous catheter tray. H3: device evaluated by mfg? Device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the catheter hub of a cook spectrum minocycline/rifampin impregnated double lumen central venous catheter tray was cracked. While drawing labs for an unknown patient through the central venous catheter, air was noted to enter the syringe. Upon inspection by the provider, the hub was cracked allowing air into the lumen. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported in additional information that the device was in place 18 days prior to the noted failure. The device was replaced sterilely at patient bedside on (B)(6) 2025.